Event description:
The pump was returned for mechanical hardware failure (av sticky valve). Fva pins were sticky during start up cycle. Log files indicated mechanical hardware failure (av sticky valve). The fva primary pin was showing hesitation. Fva secondary and output pins are sticky. Removed fva assembly and fva pins found to have excessive debris. Cleaned fva pins and channels. Rear cover o ring not seated properly. Lcd touch screen damaged due to broken screw mounts. Lever boot retaining plate is damaged/cracked. Fva lip seals, rear cover o ring, lcd screen and lever boot retaining plate will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: "during pm infusion test the asset stated "service needed" biomed attempted to clean the asset several times with alcohol but some of the pins were still sticking and not functioning properly. Patient status unknown." A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a